Event description:
It was reported that the right ventricular (rv) lead appeared to exhibiting undersensing of three ventricular signals prior to detection of a treated ventricular fibrillation (vf) episode. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.